Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: cholecystectomy. Incident description: translation received from market implementation specialist on 27jun2018: description of surgeon: occlusion of the clip during inteacorporea, during the placement of the clip into cystic duct and artery, moving them and going out of the zone clip. We change the clip for another from applied and the problem was the same. Some of the clips close in distal part without closing completely the tissue. Type of intervention: change of device. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the user's clip application technique. The instructions for use (IFU) instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated" and warns that "excessive twisting or torqueing may lead to a malformed clip." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.